Event description:
According to the reporter: occurred during a thoraco / lobectomy procedure. The surgeon resected the pulmonary parenchyma with a stapling reload. Then resected the leftover tissue with another reload, however, the staples at the distal end were malformed. The staples were stuck on the connective tissue. The surgeon removed the staples from the tissue with tweezers. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
This event is not a complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / lobectomy procedure. The surgeon resected the pulmonary parenchyma with a stapling reload. Then resected the leftover tissue with another reload, however, the staples at the distal end were malformed. The staples were stuck on the connective tissue. The surgeon removed the staples from the tissue with tweezers. There was no patient harm. The status of the patient is no problem.